Event description:
Customer reported via phone, the insulin pump alarmed motor error during fixed prime. Customer's blood glucose was 280 mg/dl. Troubleshooting was performed. The device also alarmed motor position encoder error. Customer was advised to discontinue use of the device, revert to back up plan, and device need to be replaced. She agreed to return the device for further analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.